Event description:
Customer reported that he got a motor error alarm on his insulin pump. He checked the device and stated that he found that the reservoir chamber was wet due to insulin leaking out of the reservoir. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.